Manufacturer narrative:
Device history review; complaint history review; risk assessment; the device remain in the patient. No manufacturing issues were identified for the reported lot #. Possible root causes of the reported event may be inserter loosening during surgery, overtightening the screw, interaction between cage/screw/inserter, excessive pivoting or angulation on the screwdriver while attached to the screw.

Event description:
It was reported that; the screw was back out by xray. But in this time, no pain and no revision surgery.

Event description:
It was reported that; the screw was back out by x-ray. But in this time, no pain and no revision surgery.